Event description:
It was reported that during a sigmoid colectomy procedure that the device failed to fire. A new battery was tried, device still did not fire. The device was replaced and the new device fired without incident. Patient consequences are unknown.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.